Event description:
It was reported that "after the catheter passage and while doing the 10ml syringe test, it broke near the junction". The device was likely removed, but there is no indication from information received that the device was replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewi0540 showed two other similar product complaint(s) from this lot number.